Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 21-dec-2022. The most recent information was received on 23-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("implants have migrated behind the bladder") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fatigue ("tired all the time since insertion"), menopause ("menopause for more than 2 years"), autoimmune thyroiditis ("hashimoto's disease for more than 2 years"), cyst ("several cysts in the groin, under the arm"), bone demineralisation ("decalcification in the left shoulder"), amnesia ("loss of memory"), mental impairment ("loss of mental capacity"), speech disorder ("difficulty speaking properly"), exercise tolerance decreased ("I am no longer able to play sport"), anaemia ("anaemia") and abdominal pain upper ("gastric pain"). The patient was treated with iron as well as surgery (to remove essure) and non-drug therapy (2 transfusions performed). At the time of the report, the outcomes for pelvic pain, anaemia and abdominal pain upper were unknown. The reporter considered amnesia, autoimmune thyroiditis, bone demineralisation, cyst, device dislocation, exercise tolerance decreased, fatigue, menopause, mental impairment and speech disorder to be related to essure administration. No causality assessment was received for essure with regard to anaemia, pelvic pain or abdominal pain upper. The reporter commented: patient thinks the essure implants are to blame, because her health problems started after they were inserted. Essure devices were fitted on two occasions in 2013 and 2015 [no details provided]. Patient is angry because she has to undergo major surgery to remove them and is risking to have sequelae. Lot numbers not available. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-feb-2024: new events anemia, pelvic and gastric were added. Health authority reporter and reference number added. Essure insertion, removal dates, and details updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implants have migrated behind the bladder") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion medically important), fatigue ("tired all the time since insertion"), menopause ("menopause for more than 2 years"), autoimmune thyroiditis ("hashimoto's disease for more than 2 years"), cyst ("several cysts in the groin, under the arm"), bone demineralisation ("decalcification in the left shoulder"), amnesia ("loss of memory"), mental impairment ("loss of mental capacity"), speech disorder ("difficulty speaking properly") and exercise tolerance decreased ("I am no longer able to play sport"). The patient was treated with iron. The reporter considered amnesia, autoimmune thyroiditis, bone demineralisation, cyst, device dislocation, exercise tolerance decreased, fatigue, menopause, mental impairment and speech disorder to be related to essure administration. The reporter commented: patient thinks the essure implants are to blame, because her health problems started after they were inserted. Essure devices were fitted on two occasions in 2013 and 2015 [no details provided]. Patient is angry because she has to undergo major surgery to remove them and is risking to have sequelae. Lot numbers not available. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-feb-2023: event added: these implants have migrated behind the bladder. Case upgraded to serious incident. Event anger deleted (considered qualifier). Reporter causality updated to related. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implants have migrated behind the bladder") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2013, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion medically important), fatigue ("tired all the time since insertion"), menopause ("menopause for more than 2 years"), autoimmune thyroiditis ("hashimoto's disease for more than 2 years"), cyst ("several cysts in the groin, under the arm"), bone demineralisation ("decalcification in the left shoulder"), amnesia ("loss of memory"), mental impairment ("loss of mental capacity"), speech disorder ("difficulty speaking properly") and exercise tolerance decreased ("I am no longer able to play sport"). The patient was treated with iron. The reporter considered amnesia, autoimmune thyroiditis, bone demineralisation, cyst, device dislocation, exercise tolerance decreased, fatigue, menopause, mental impairment and speech disorder to be related to essure administration. The reporter commented: patient thinks the essure implants are to blame, because her health problems started after they were inserted. Essure devices were fitted on two occasions in 2013 and 2015 [no details provided]. Patient is angry because she has to undergo major surgery to remove them and is risking to have sequelae. Lot numbers not available. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on 05-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and device dislocation ("implants have migrated behind the bladder") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fatigue ("tired all the time since insertion"), menopause ("menopause for more than 2 years"), autoimmune thyroiditis ("hashimoto's disease for more than 2 years"), cyst ("several cysts in the groin, under the arm"), bone demineralisation ("decalcification in the left shoulder"), amnesia ("loss of memory"), mental impairment ("loss of mental capacity"), speech disorder ("difficulty speaking properly"), exercise tolerance decreased ("I am no longer able to play sport"), anaemia ("anaemia") and abdominal pain upper ("gastric pain"). The patient was treated with iron as well as surgery (to remove essure) and non-drug therapy (2 transfusions performed). At the time of the report, the outcomes for pelvic pain, anaemia and abdominal pain upper were unknown. The reporter considered amnesia, autoimmune thyroiditis, bone demineralisation, cyst, device dislocation, exercise tolerance decreased, fatigue, menopause, mental impairment and speech disorder to be related to essure administration. No causality assessment was received for essure with regard to anaemia, pelvic pain or abdominal pain upper. The reporter commented: patient thinks the essure implants are to blame, because her health problems started after they were inserted. Essure devices were fitted on two occasions in 2013 and 2015 [no details provided]. Patient is angry because she has to undergo major surgery to remove them and is risking to have sequelae. Lot numbers not available. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-mar-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.